Event description:
A report was received that the patient underwent a revision procedure for unknown reason wherein some device components were explanted. No device malfunction was suspected.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason wherein some device components were explanted. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no information was provided from the physician¿s office. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.